Event description:
It was reported the device has a speaker malfunction. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction and no sound from the device. The device was not in use on a patient at the time of the event. No patient or user harm reported. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker was producing sound. The reported problem was not confirmed. Even the reported issue was unable to be replicated, the speaker has been replaced for preventive reason. The device was operational after repairs were completed and the device was returned to the customer.